Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The electrically leaky filter caused depletion of the internal hlc batteries.

Event description:
The customer reported that their device was displaying the service wrench icon. Upon evaluation of the downloaded device data, it was observed that the device was also showing all three icons (attention, service wrench and attention) which is an indication of a device which would not be able to deliver sufficient defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.